Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer questioned high results for 2 patients tested for tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application (a1c-3) on a cobas 6000 c (501) module. Based on the data provided, the results for 1 patient were erroneous. The erroneous result was reported outside of the laboratory. The initial a1c-3 result was 10.7% on the c501 module. The repeat result from another laboratory using an unspecified method was 5.4%. There was no allegation that an adverse event occurred. The a1c-3 reagent lot number was 253327. The expiration date was not provided.

Manufacturer narrative:
The a1c-3 expiration date was 31-jan-2019. Based on the calibration data provided, calibration shifts and frequent calibration failures were observed. Based on the limited information provided by the customer, the investigation was unable to determine a definitive root cause.

Manufacturer narrative:
It was determined there is no general product issue.